Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported a confirmed (B)(6). IV antibiotics had been administered and the total system was explanted. She had emergency surgery to remove the unit. It didn't get rid of the infection so infectious disease did the IV for 3 months until the ball of infection shrunk. They then went in and surgically removed the infection. The patient had been cleared of the infection for 6-7 months before getting a new device. Relevant medical history included complex regional pain syndrome type 2 and spinal pain. No follow-up was required for this historical event.